Manufacturer narrative:
The reported event was ¿pericardial inflammation¿. As received, a complete lead was returned in one piece with the helix partially extended. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented with chest discomfort that was diagnosed as pericardial effusion. There were multiple scans, echocardiograms that ruled out any effusion or perforation. It was decided by the cardiologist to remove the right ventricular lead. The lead was explanted but not replaced. The patient was in stable condition.